Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 560 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump and syringes. Troubleshooting was performed. Based upon report customer was alleged insulin pump was possible under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump was returned and reservoir was not returned for analysis.